Event description:
It was reported following a permanent implant on (B)(6) 2024, patient was found on post op follow up that the lead incision site was not fully closed and was still open. Patient was treated with antibiotics and on (B)(6) 2024, surgical intervention was undertaken where the wound was opened, cleaned, and freshly sutured. Successful wound closure was performed, and therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.